Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 450 mg/dl and the sensor glucose was 80 mg/dl at the time of the incident. The insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 80 mg/dl. The suspend on low limit in sensor settings was 80 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer also received lost sensor alert. The sensor will be returned for analysis.